Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off as follows; the user bended the distal end of the guiding device around the radiopaque tip. The radiopaque tip was moved since the joint of the guiding device got caught on the radiopaque tip. The radiopaque tip fell off since the user kept moving the guiding device back and forth. The instruction manual of the device has already warned as follows; *when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath.

Event description:
During an endobronchial ultrasonography with a guide sheath, the subject device was used. The radiopaque tip of the subject device came off and fell into the patient. The tip was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling off of the radiopaque tip of the device.